Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level up to 309mg/dl. A manual injection was administered to address the bg level. Reportedly, the customer had been using u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 insulin was contraindicated to be used with the pump. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer reported that they felt as though the appropriate amount of insulin was not being delivered. The customer verified via their pump history that the correct amount of basal insulin is delivered each day.